Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the bands broke on the sternalock 360 implant. Attempts were made for additional information from the hospital and they responded "proper protocol/technique wasn't used." No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The only information the distributor provided was that the band broke and that the proper protocol/technique wasn't used. No details were provided as to when the band broke or what caused it to break. No details were provided as to what was meant by the proper protocol/technique wasn't used. No product was returned and no functional tests or inspections were provided. No x-rays, scans, physicians reports, or pictures were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.